Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.na.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip (21019r1004) was inserted, but while grasping, it was observed one of the grippers was not functioning as intended. Therefore, the clip was removed and replaced. An additional ntw (21019r1006) was inserted. However, the resistance was felt when turning the steerable guide catheter (sgc) handle aortic hugger was observed. The sgc was then unable to move in an anterior or posterior direction. A leak from the sgc handle then occurred;.therefore, the sgc and clip delivery system (cds) were removed. The physician then stated the ntw clip that was selected was the incorrect size. A new sgc was used and an xt clip was deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and it was observed that the arm positioner knob was unstable. The reported difficult to open or close (gripper actuation - single) was not confirmed via device analysis due to the returned device condition. Additionally, the gripper cover was observed to be frayed and bulky as if pinched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (gripper actuation - single) associated with the gripper actuation inability could not be determined. The observed unstable associated with the unstable arm positioner knob appears to be due to post-procedural circumstances (device handling/ shipping), as there were no issues during device preparation, and no knob issues were reported. The observed material frayed associated with the frayed gripper cover, and the observed product quality problem (irregular appearance) associated with the bulky/ pinched gripper cover, appear to be due to procedural circumstances (gripper cover temporarily pinched by harness actuation). There is no indication of a product quality issue with respect to manufacture, design, or labeling.